Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device analysis lab received a "ruptured" device. Device has been explanted.

Event description:
Device analysis lab reported left side "ruptured." Healthcare professional reported "left implant was ruptured was coming out of incision site." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2023-03916. All information has been consolidated into this report. The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device analysis lab received a "ruptured" device. Device has been explanted.

Manufacturer narrative:
Device evaluation: continued d.6b explant date: device explanted, no date provided. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on anterior side assessed surgical damage. Additional observations: ¿ observed creases on the device. No further actions are required as the device was implanted.